Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer doe not believe the insulin pump delivers insulin correctly. Customer stated that when the first alarm insulin nearly empty is triggered. Customer agreed she will monitor the device closely. Customer's blood glucose was unknown. No further information reported.